Event description:
It was reported that during a coronary stenting treatment procedure, a catheter shaft break occurred. A 3.50x20mm promus element plus stent was used to treat the lesion. During the procedure, the physician noticed that catheter shaft separation occurred. The device was then removed. No known complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).